Event description:
The pt (B)(6) reported she could not feel stimulation. Diagnostic tests revealed normal and low impedance readings. It was reported the lead was explanted and replaced on (B)(6) 2012. The pt reported effective stimulation postoperative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.